Event description:
Pt was revised to address poly wear and osteolysis.

Manufacturer narrative:
The products associated with this reported event were not returned for examination. The product codes and lot codes required to retrieve the device history records for reviewing and search complaint database were not provided. The investigation could not draw any conclusions about the reported event based on the info provided. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or add'l info be received, the investigation will be re-opened.